Event description:
On (B)(6) 2010, the patient reported insulin was leaking at the adapter of the infusion device and insulin was in the cartridge compartment. He stated, it was a small amount of insulin that leaked into the infusion device and he dried it. He stated, the infusion set luer did not appear to be cracked. The infusion set had been in use since (B)(6) 2010. He stated, the adapter had never been changed. No physiological effects were reported. The patient stated, he would change the infusion set. The patient did not require medical assistance from a healthcare professional or second party to address the issue. The infusion set was replaced and requested to be returned for evaluation.